Event description:
Additional information received reported that it was confirmed the event date was 2013-(B)(6).

Event description:
It was reported that a patient lost feeling from the waist down at 5:00 am the morning of the report. It was noted that a CT scan was performed but the results were not yet available. The patient reportedly had been transferred to a healthcare facility to receive treatment for paralysis. The current status of the patient was listed as alive with injury and the location of issue was lead location. Additional information was requested but not yet received.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information reported the patient was at home at the time of follow-up and his paralysis condition had not changed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had been implanted with a surgical lead on (B)(6) 2013, and on (B)(6) 2013 they had experienced excruciating back pain. It was reported that one leg was paralyzed, and the other was paralyzed by the time an ambulance had arrived. It was reported that the implant had been removed on (B)(6) 2013. It was reported that patient was paralyzed by an epidural hematoma, which was also cleared at the time of explant. Patient was reported to be at a rehab hospital where they were receiving physical therapy.